Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent laminoplasty at c3/7 on (B)(6) 2016. Intra-op, when a surgeon inserted a screw at lateral side after plate was placed at c3, a screw driver deviated from the screw and stuck in the dura mater and damaged it. Dura mater was repaired. Patient suffered cerebrospinal fluid(csf) leak.

Manufacturer narrative:
Visual inspection of the instrument did not identify material wear, deformation, crack or fracture. Functional evaluation with two sample centerpiece bone screws confirmed the instrument engages with head and is able to drive bone screws without issue. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.